Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr with a 29mm sapien 3 ultra resilia valve. As reported, during deployment, valve was deployed slowly with reduced volume because the physician felt there was too much tension and decided to stop inflating. Asymmetrical inflation was noted. The approximate inflation time was 3 seconds. The device was not torqued during the procedure. There was no damage seen on the delivery system, stopcock before or after the removal. There no fluid loss noticed. The patient was stabilized while off pacing. Then, due to the lack of volume and underinflation, the decision was made to slowly do a second inflation to try to get more volume into the valve. After this the patient's pressure dropped and an effusion was noticed on echo. A drain was put into the pericardial space to drain the effusion. The patient was transfused with his own blood. No device deficiencies were alleged by the initial reporter. There was no withdrawal difficulties with the delivery system and/or sheath. The perceived root cause of the hematoma was reported to be calcium. The valve was successfully implanted, and the patient was in stable condition post-procedure.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient related factors (annular calcification) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case.